Event description:
All further information regarding this event will be reported under manufacturer report # 3004209178-2013-20258.

Event description:
It was reported that charging was difficult for the patient and they occasionally have to use duct tape to keep the antenna over their implant. They noted that it can take 16-17 hours to fully charge even though they are getting full coupling bars. The patient charges every four or five days and is not pleased with the recharging process. They have tried using the belt in the past but it is not helpful. The problems began approximately 6 months after the device was implanted. Around the same time the patient stated that the implantable neurostimulator (ins) had moved in the pocket. A longevity calculation was used to estimate the battery life. While on settings of 4.5v, 450 microseconds, 40hz and 503 ohms it was calculated that it would last approximately 23 months. Lastly, it was noted that the device was going to be replaced with a non-rechargeable battery however the date had not yet been set. The patient was scheduled to meet again with the manufacturer representative on (B)(6) 2015 and was instructed to continue to charge until then. By the end of the appointment the patient seemed okay and the stimulation was working for them. The only issue was with recharging.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(6) product type: programmer, patient. (B)(4).